Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a device flipped and a revision took place. The event cause was determined and was not device related. Troubleshooting included a physical exam and plain films, and actions taken to resolve the issue included conversations with other implanters and device relocation of the implantable neurostimulator. It was unclear if the troubleshooting and actions were taken due to the issue with this device or due to issues the patient had with other devices. The patient recovered from all surgeries without permanent impairment and was doing well. Information regarding this revision was previously included in MFR. Report #3004209178-2015-04438. This MFR. Report also includes in formation regarding a different device flip and revision that the patient experienced. Information regarding infections the patient experienced is included in MFR. Reports #3004209178-2015-06245, #3004209178-2015-06248, and #3004209178-2015-06256.